Event description:
It was reported that during a device check the lead was found to have high impedance and "poor sensing and pacing". It was suspected by the patient's physician that the connection between the lead and the implantable pulse generator (ipg) was loose. The lead was capped and replaced. No patient complications have been reported as a result of this event.